Manufacturer narrative:
It was reported that the device was discarded at the hospital and we are unable to evaluate the device for possible root cause. The lot number was reported and a device history record review was performed and the device met specifications upon distribution.

Event description:
It was reported that the catheter was unable to pace during use. Another catheter was used. The device was discarded at the hospital. There were no patient complications reported.